Event description:
Additional information was received that the patient will have full revision surgery. A prophylactic generator replacement and likely lead replacement. Surgery will not be performed until the patient can get full government funding.

Event description:
No surgery date is set at this time. Good faith attempts have been made and no further information attained. X-rays were received for review. The electrodes are visualized in a normal orientation. It was unable to be accessed based on the view if there was a full bend present distal to the anchor tether location. There was an area of suspect in this location and it could not be fully visualized. There did not appear to be a loop but the lead body was routed up and secured by one tie down. No other tie downs were present. The lead body then routed towards the generator. Strain relief did appear adequate for movement but was not per labeling. The lead should be formed into a large subcutaneous loop above the sternocleidomastoid muscle and loosely attached to the fascia with a tie-down before routing the lead over the clavicle. The strain relief loop should be large enough to provide several inches/centimeters of lead extension when the neck is turned to its maximum stretched positions. The lead body was not placed per labeling as there appeared to not be a bend secured with a tie down lateral to the anchor tether, nor was there a loop secured with a tie down. The lead routed to the generator and no lead breaks were seen in this area. There was some lead behind the generator that could not be viewed. The filter feedthru wires could not be fully viewed based on the clarity of the picture. The pin being fully inserted could not be viewed based on the angle of the header of the generator. Therefore full insertion could not be confirmed. The lead body did appear intact at the connector pin. The cause of the high lead impedance is unknown. The pin being fully inserted cannot be confirmed. There was an area of suspicion near the anchor tether that could not be fully visualized. Unknown if a sharp angle is present in that location based on the clarity of the picture. No gross lead breaks were seen. In addition, the high impedance may also be due to anomalies in the lead under the generator that cannot be assessed.

Event description:
The patient's generator is not at expected end of battery life per calculations performed. At this time the patient's vns programming physician does not intend to disable their device till surgery is performed.

Event description:
It was reported that the patient underwent prophylactic generator replacement surgery on (B)(6) 2013. It was reported that high impedance was seen with the new generator and existing lead, but that the lead was still not replaced. It was reported that the patient will undergo another surgery soon to replace the lead. It was reported that the new generator was left programmed off.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities noted. Omitted x-ray review on initial report. X-rays received same date report sent.

Event description:
Our distributor in (B)(4) was contacted by a vns treating physician reporting that they had a patient with high lead impedance. No fall or injury was reported in relation to their high lead impedance. X-rays will be sent to the manufacture for review. No surgery date has been set for the patient at this time.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.